Event description:
A report was received that the trial patient was experiencing a sharp pain on the right side of her chest when the scs was turned on. It was believed that the pain was not caused by the device. The leads were pulled out.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician could not confirm the cause of pain. The patient was reportedly doing well. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing a sharp pain on the right side of her chest when the scs was turned on. It was believed that the pain was not caused by the device. The leads were pulled out.